Manufacturer narrative:
The device was returned for analysis. The reported difficulties were unable to be confirmed due to device condition. There was noted damage to the material and stretching consistent with the reported resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties that may have occurred with the challenging anatomy or device placement technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous circumflex artery. The 2.75x18mm xience alpine stent delivery system (sds) became stuck with the unspecified 0.014¿ guide wire during advancement. After several attempts made, the sds was able to be removed from the guide wire and replaced with a new xience alpine using the same guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.